Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The ipg system was explanted and replaced. Medication was administered. No further patient complications have been reported as a result of this event.